Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a few particles entered the pt's eye during surgery. It is not known if the particles were removed during the procedure. The facility could not identify the origin of the particles but reported the material looked like small black flakes and grains under an operating microscope and suspected a metal origin due to their tendency to sink. Additional information was been requested. There are two medical device reports associated with this event.